Manufacturer narrative:
Concomitant medical products: 5524m-53 lead, implanted: (B)(6)1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing of noise, short ventricular intervals, high undefined pacing impedance, and non-capture. The lead was reported to have fractured. The patient reportedly experienced syncopal episodes. The lead was capped and replaced. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) battery had depleted prematurely. The device was explanted and replaced. No further patient complications have been reported as a result of this event.